Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that the patient had revision surgery of a left total knee arthroplasty. There was either disassociation between the cement and baseplate or cement failure with baseplate, necessitating re operation to replace both. Original date of surgery was (B)(6) 2010.

Event description:
It was reported that the patient had revision surgery of a left total knee arthroplasty. There was either disassociation between the cement and baseplate or cement failure with baseplate, necessitating re operation to replace both. Original date of surgery was (B)(6)-2010.

Manufacturer narrative:
The catalog number was updated based on review of device history. The lot expiration date was updated based on lot history review. An event regarding implant loosening involving simplex bone cement was reported. The event was not confirmed. Device history review indicated there were no reported discrepancies for the referenced lot. Complaint history review indicated there were no other events for the reported lot. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.